Event description:
It was reported that coating issue occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified left common femoral artery. A 300cm, 8cm poly tip v-18 control wire was selected for use. During the procedure, the non-boston scientific microcatheter was advanced along with the wire. However, it was noted that it was difficult to advance due to incompatibility and the part of the hydrophilic coating (polymer) had lifted. The procedure was completed with another of the same device. No patient complications were reported.